Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's complex regional pain syndrome (crps) spread to include "everything but her left arm." The pain level in her legs was "always around seven-ish" but near the end of (B)(6) 2012, the pain increased to "nine." The patient had a lumbar x-ray which showed the catheter was severed. It was said the catheter had coiled around a couple of times and there was "just a little piece sticking out" near her spine where the anchor was. The patient stated there was no connection "between the two." The patient stated she received the results from her x-ray from the radiologist. The patient was concerned because she was on a continuous flow setting, and had three medications in the pump. She felt the medication was going "all over her body" and not just to a directed spot. The patient did not feel any withdrawal symptoms but stated she felt "drugged out." The patient stated she had a pump refill appointment two weeks prior to this report date. At this time, she asked her physician if he had read the x-ray report yet that showed the catheter disruption. Reportedly, the physician indicated he had never seen it. The patient told her physician she wasn't "feeling right." The patient felt the physician had known about how she was feeling since (B)(6), but didn't "pay attention" to it. The patient indicated she wouldn't "get behind the wheel" because she was "jittery." The patient's next physician appointment was (B)(6) 2013. The patient was "really nervous and scared"; she wasn't sure what she should be concerned about, or what she should do or say. The patient stated she did not want to go to an emergency room (ER) because she felt ER staff were not familiar with the infusion pump and would think she was "drug seeking." The patient was not taking any oral breakthrough pain medication, as they reportedly didn't work and made her feel "out of it" and "wiped out." The pump was delivering dilaudid, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt a little more of a ¿drugged out effect¿ after refills; since the initial refill of the pump the patient would get ¿almost spinning¿ like ¿you¿re starting to be under¿, but it would only last for a few minutes.